Event description:
It was reported to boston scientific corporation that a hydrothermablator console unit was used during a hydrothermablation (hta) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the tubing came undone and was unable to maintain its seal. This led to fluid losses during the heating phase of the procedure. The fluid temperature at the time of the event was reported to be around 60 degrees celcius. The complainant reported that the cooling phase was completed by reastablishing a secure tubing connection. The patient was administered local anesthesia. The procedure was aborted due to this event. There were no further complications reported with this event and the condition of the patient is reported to be fine.